Event description:
Boston scientific rec'd info that as the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, defibrillation threshold (dft) testing was unsuccessful; three shocks were delivered and impedances were 181,177, and 175 ohms respectively. Several external shocks were required to rescue the pt. The pt stabilized, but then spontaneously went back into ventricular fibrillation (vf) and six external shocks were delivered to achieve successful conversion. The pt was transferred to the intensive care unit in an unstable condition. The device was programmed off after the unsuccessful dfts. The prod position was reviewed; the electrode may have been medial and the can was in good position on the fascial plane. Boston scientific technical svs (ts) discussed that while the impedances were higher than average, they were still within the normal range; since the pt required multiple external shocks to convert, this pt may just have high dfts. The pt died the following day. A post-mortem interrogation was requested and completed. Ts reviewed that since the device was previously programmed off no episodes would be stored. Reportedly, the medical examiner and medical investigator alleged the device did not work. The implanting physician noted that in retrospect dft testing perhaps should not have been attempted. An autopsy was done and found a huge anterior wall scar from a myocardial infarction (mi) three months prior; the medical examiner wondered if the device would be contraindicated for pts with an anterior wall mi. The pt's ejection fraction was 20 to 25 percent. Ts discussed that the electrode is not placed against the anterior wall, and it was not known if this would make it difficult to defibrillate in general.

Manufacturer narrative:
The prod has been rec'd for analysis. This report will be updated upon completion of analysis. Date and log-file analysis was completed by boston scientific technical svs (ts). It was determined that the device operated as expected during the event. It appears the device was sensing correctly to its programmed parameters throughout the event log data. Impedances, while relatively higher than average, were still within the specified limits.